Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a manufacturer representative (rep) on (B)(6) 2018 and they made an adjustment and put the device on group c. When the patient left, they could feel stimulation into last evening. On (B)(6) 2018, the patient could not feel stimulation. The patient turned stimulation up to a higher level and it doesn't vibrate or shock him. The patient programmer could communicate with the ins and showed stimulation was on. The patient was on group b program 2. The patient said he didn't know how it switched groups because he hasn't adjusted it since he left with the rep. The patient switched to group c and program 1. The patient was at 0.8 and the patient increased to 4.5 volts. The patient could feel stimulation and troubleshooting resolved the issue. No further complications were reported.